Event description:
Healthcare professional reported home pt's transfer set became disconnected from a non-baxter titanium adapter. Per healthcare professional, grandson re-connected home pt. Home pt treated with prophylactic antibiotics for 3 days.